Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog # 76446550 and 510k# k042025 is approved for sale in us. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent fusion surgery due to stenosis. Post-op, the screws loosened. The patient underwent revision surgery in which the products were replaced (l5/s). No patient complications were reported post the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.